Event description:
It was reported that (1) device was used during a colon resection. It was reported by the rep that the surgeon used a mcl20 clip applier and found the clips did not form completely. The case was completed using another instrument. There was no consequences to the pt.